Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported blue urine to the physician. The patient was hospitalized less than 24 hours for an early removal of the balloon via an endoscopic procedure on (B)(6) 2024 where a new balloon was implanted. The patient condition is stable.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem. Imdrf code f08 captures the reportable event of hospitalization. Imdrf code f2202 captures the reportable event of additional endoscopic procedure.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem. Imdrf code f2202 captures the reportable event of additional endoscopic procedure. Correction: b2, b5, h6.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported blue urine to the physician. The balloon was removal via an endoscopic procedure on (B)(6) 2024 where a new balloon was implanted. The patient condition is stable. Additional information: this was a normal post op recovery stay.

Manufacturer narrative:
Block h6: imdrf code a1401 captures the reportable event of deflation problem. Imdrf code f2202 captures the reportable event of additional endoscopic procedure. Device evaluation: the bib intragastric balloon was returned for analysis. The bib intragastric balloon was returned deflated with evidence of deflation using surgical instruments and was observed as colored blue. Additionally, the filling tube was not returned as it was detached. The customer provided a picture showing the balloon deflated inside the patient anatomy. Another picture showed the reported blue urine, which is most likely due to methylene blue. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline. Additionally, it was confirmed that the following adverse event of balloon deflated is anticipated in the IFU. The reported event of balloon deflated was confirmed. The bib intragastric balloon was returned deflated and a picture showing the balloon deflated inside the patient anatomy. Additionally, the filling tube was not returned as it was detached. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an orbera bib intragastric balloon system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported blue urine to the physician. The balloon was removal via an endoscopic procedure on (B)(6) 2024 where a new balloon was implanted. The patient condition is stable. This was a normal post op recovery stay.